Event description:
It was reported that the tip of the bender broke while bending the rod in-situ. The fragments were retrieved and discarded. No patient injury was reported. The surgeon completed the case with another pair of benders in the set.

Manufacturer narrative:
(B)(4): the angle and location of tip plastic deformation and breakage of the tips suggest improper technique may have been utilized, with the rod not fully engaged into the mouth of the instrument during usage, resulting in possible overload and subsequent breakage of the outside corners of the instruments. Microscopic examination of the fracture surface reveals a fairly brittle fracture, consistent with the overload of the instrument. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.